Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148877.

Event description:
It was reported that an implanting issue was noted on the lead. The physician elected to abandon and not use the lead. The patient condition is unknown.